Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis in good condition. Visual inspection and functional testing was performed to verify the customer's claim of battery drainage complaint. The customer's stated problem was verified. Inspected the pump and found that the screen was damaged along with the rear housing. However, found no issue with the drain's battery. The damaged screen was part of the front housing. The pump was investigated further, and it was determined that both front and rear housing was bad and need replacement. The front and rear housing will be replaced.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump drains the battery and has screen damage. There was no reported injury to the patient.